Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump went blank and alarmed motor error. The patient experienced low blood glucose at the time of incident, but the exact value was not provided. The customer was able to rewind the insulin pump. However, troubleshooting did not occur for the blank display anomaly. It was confirmed that the anomalies occurred after the insulin pump was left out in the sun. The customer experienced multiple low blood glucose events and the caller did not believe that the insulin pump was functioning properly anymore. The isnulin pump will be returned and replaced.